Manufacturer narrative:
(B)(4). All previously reported adverse events were confirmed as either medical history or unrelated to the device system/therapy.

Event description:
Additional information was received from a company representative indicated the patient's pulmonary edema and bilateral stroke was medical history. The reporter did not think it had anything to do with the pump.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with compounded baclofen intrathecal (2000 mcg/ml) at a dose rate of 419.9 mcg/day. The patient's indication for intrathecal pump use was intractable spasticity. The patient was in the m-ICU and was intubated. The patient had an MRI. Per the pump logs, a motor stall occurred on (B)(6) 2015 at 12:01 and recovered at 12:31. The logs also indicated that the pump was refilled on (B)(6) 2015 (17:45) and (B)(6) 2015 (12:54). A prescription change occurred on (B)(6) 2015 and a bolus was programmed. No surgical interventions had occurred, the patient was alive with injury, and the issue had not resolved as of (B)(6) 2015. Later, on (B)(6) 2015, information was received from a healthcare provider who indicated that the patient was in the ICU with altered mental status. The patient's symptom was considered a gradual onset beginning 4-5 days prior to (B)(6) 2015. Also on (B)(6) 2015, information was received from a healthcare provider via a company representative. Beginning on (B)(6) 2015, the patient experienced mental status changes. The patient had been admitted to a hospital. A nurse had spoken with a physician regarding the situation, and neither of them were concerned that the mental status changes were due to the pump. The pump was refilled on (B)(6) 2015 where the dose was decreased 7%, from 449 mcg/day to 419 mc g/day. The patient's next refill was not scheduled until (B)(6) 2016. The resident physician had wanted the patient's pump read following an MRI. The patient had experienced pulmonary edema and a bilateral stroke. The patient was alive without injury. No surgical intervention occurred. It was also reported that the type of baclofen being administered via the patient's pump was gablofen intrathecal. This information was discrepant from what was initially reported (compounded baclofen). Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) that the patient was taking multiple other medications at the time of the event. The patient's pertinent medical history was noted as multiple strokes with spastic tetraparesis. The cause of the altered mental status was noted as sepsis; it was reportedly not related to the pump. The altered mental status was thought to be related to pneumonia, leading to sepsis. The altered mental status had resolved. If additional information is received, a follow-up report will be sent.